Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient¿s right ventricular (rv) lead exhibited undefined high pacing impedance and oversensing as short intervals and noise were noted. A fracture of the rv lead was suspected. The rv lead was initially turned off and then cut/capped and replaced. No patient complications have been reported as a result of this event.